Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital and concluded that the automatic ventilation leak test failed and the pressure transducer test failed. The reflector pressure transducer pcb deemed as defective and was replaced. The device was successfully tested and cleared for clinical use. The replaced reflector pressure transducer was not sent for further investigations. A complete set of device logs was received. There are no recordings in the technical log on the event date. The pressure transducer test failed due to a too low zero pressure offset measured for the reflector pressure transducer. There are no recordings of any leakage test failures in the received log. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the replaced reflector pressure transducer pcb was faulty. We have not been able to determine the true cause of the pcb failure. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).